Event description:
The product analysis laboratory (pal) determined the homechoice (hc) machine system failed rite (returned instrument test/evaluation) testing for rite - heater bag temp failed perf spec-fluid delivered out of spec: minimum temperature test 24.6 degrees celsius and maximum temperature test 26.6 degrees celsius (rite allowable range 35.0 to 39.0 degrees celsius). Rite test failure, no patient involved.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the rite (returned instrument test/evaluation) testing failure for heater bag temp failed perf spec-fluid delivered out of spec: minimum temperature test 24.6 degrees celsius and maximum temperature test 26.6 degrees celsius (rite allowable range 35.0 to 39.0 degrees celsius). A manual temperature test was completed and passed. The heater system was checked and found to be functioning properly. Multiple short simulated therapies were performed and passed successfully. The assignable cause for the rite functional test failure during temperature test was undetermined. The device passed both the volumetric accuracy test and manual temperature test. The device was sent for servicing.